Event description:
It was reported that balloon rupture occurred. The patient underwent an arteriogram with angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left leg. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During inflation, before the balloon got to nominal pressure around 4 to 5 atmospheres, there was a balloon leak, and it was confirmed that the balloon ruptured. The device was removed from and replaced for another of the same device to complete the procedure. No were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: coyote es balloon catheter returned. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 41mm from the tip and is approximately 6mm long. No other damages or irregularities found in the remainder of the product analysis.

Manufacturer narrative:
Device evaluated by MFR.: coyote es balloon catheter returned. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 41mm from the tip and is approximately 6mm long. No other damages or irregularities found in the remainder of the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent an arteriogram with angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left leg. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During inflation, before the balloon got to nominal pressure around 4 to 5 atmospheres, there was a balloon leak, and it was confirmed that the balloon ruptured. The device was removed from and replaced for another of the same device to complete the procedure. No were no patient complications. It was further reported that the balloon ruptured when inflating for the first time at 6 atmospheres.